Event description:
The suspect device results were high, such as 524 mg/dl. The user had a hypoglycemic reaction and spouse called 911. Spouse gave pt orange juice and checked their glucose on the device and obtained a result of hi. When the emergency medical technician arrived, the checked pt's glucose and the level was 33 mg/dl. They treated pt with a shot and glucose IV. Spouse was then transported to the ER. Controls were not used. The test strips in use had expired in 2004. The device was replaced and requested to be returned for evaluation.